Event description:
The account alleged the head section will not rise from the left or right siderail and no manual operation.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.